Event description:
It was reported that the patient's right atrial (ra) lead exhibited high pacing impedance measurements. No intervention was performed, and the clinic will continue to monitor the patient. The patient was in stable condition.